Event description:
Information was received from a healthcare professional regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient presented to the hospital last night with respiratory depression. The last pump refill was in (B)(6) 2016. A narcan drip was administered but when that was stopped the patient¿s symptoms returned. The symptoms were worse yesterday. The patient was on other as needed pain meds, but those were stopped since the patient had been at the hospital. The hospital did not have access to an 8840 programmer and had not contacted the patient¿s pump managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.